Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the paced atria in the ventricle. The sensitivity was changed to least and the lower rate limit was decreased. At a later date, when the patient was re-evaluated, the oversensing was found to have continued. The noise was unable to be reproduced with movement and other measures. An x-ray revealed the lead was near the apex of the heart. The device was reprogrammed to vvi and the issue resolved but the patient has severe heart failure so this mode could not be continued. This patient is pacemaker dependant and the noise and oversensing has caused inhibition of pacing.